Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
Date of initial surgery: (B)(6) initial surgery levels implanted: l5(r)-il(lr): posterior fusion pre-operative diagnosis: sacrum fracture (vertical crack at right side) procedure: posterior spinal fusion levels implanted: right iliac it was reported that post-op, the set screw backed-out. Patient underwent revision surgery for fixation and it was done only at one side of l5/il. No patient complications were reported as a result of this event.

Manufacturer narrative:
Add'l / corrected info: this part is not approved for use in the united states; however a like device catalog # 55840008580, upn# (B)(4) and 510k # k113174 was cleared in the united states. Product analysis: visual and optical examination of the returned implant identified axial wear marks on the crown of the mas head, consistent with cyclic axial movement of the rod. No additional wear, deformation, crack, or fracture is noted. Functional evaluation with a sample set screw confirmed proper function of the implant. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is difficult to say which part have problems for this event.

Manufacturer narrative:
Image review: post-op x-ray are provided from l5 to iliac stabilization from sacral fracture. A unilateral fixation point is present at l5, and the construct eventually failed at the iliac sacral connector. I am unfamiliar with this stabilization technique but suspect the construct strength is not sufficient to immobilize the lumbo-sacral junction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.